Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by that, cardiosave intra-aortic balloon pump (iabp) unit failed to go on pump and began making a loud, shrill sound.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) confirmed system would not autofill and alarm sounding after autofill failure. Testing showed that the k10 solenoid was failing during the vacuum leak check. Fse replaced pim. All manifolds check pass. System autofill and operated in accordance with OEM specifications. System released to customer.

Event description:
N/a.